Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies and then reconnecting to a prior infusion site, with a highest blood glucose of 360 mg/dl confirmed by fingerstick, and no leakage or kinking observed in the infusion set. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included review of complaint details and user follow-up attempts. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event was non-serious and not reportable, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.